Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump gains and loses time by nine minutes. The customer's blood glucose level was 126 mg/dl at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with the current time and date and was monitored for seven days. The time has not drifted and was accurate. The time and date function performed properly. No time/clock anomaly was noted during testing. The pump was received with a scratched case, a missing end cap address label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.